Event description:
During a usual programming appointment it was noticed that the user's hearing performance with the concerned device was affected. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Further diagnostic imaging shows that one channel migrated post-operatively out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a usual programming appointment it was noticed that the user's hearing performance with the concerned device was affected. Re-implantation is considered, however, a date for surgery has not been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. Further diagnostic imaging shows that one channel has migrated post-operatively out of cochlea. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a usual programming appointment it was noticed that the user's hearing performance with the concerned device was affected.